Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with 13cm of an unidentified guide wire. The returned guide wire was measured. The balloon was loosely folded with contrast in the balloon and inflation lumen, blood in the wire lumen. The device was soaked in a warm water bath for 5 days. The tip, balloon, markerbands, inner/outer shaft and hub were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, damage to the tip, port/exit notch damage, excessive balloon damage (bunching) and inner shaft damage (buckling) in numerous places throughout the shaft. The inner diameter (ID) of the wire lumen was measured at both ends and was within specification. Because only a fraction of a guide wire was returned for analysis, a lab supplied guide wire was used for functional testing. The guide wire was loaded into the tip of the device and advanced for 14mm and then could not be advanced any farther. Inspection of the area revealed buckling of the inner shaft with a blood clot inside the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified femoral artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation and was inflated twice for 20 seconds. Upon removal of the device, the balloon became stuck. Subsequently, the device was removed with the guide wire as one unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified femoral artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation and was inflated twice for 20 seconds. Upon removal of the device, the balloon became stuck. Subsequently, the device was removed with the guide wire as one unit. The procedure was completed with another of the same device. No patient complications were reported.